Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the synergy stent delivery system was returned without the stent, as the stent was able to be implanted without issue. The balloon was returned in a deflated state. Crimp stent markings were visible on the balloon. The distal balloon showed signs of bunching. No issues noted with neck at proximal bond.a visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. No issues noted with the hypotube alignment in the manifold. A visual examination of the outer and inner lumen and mid-shaft section identified inner wire lumen twisting/damage 53mm proximal of distal end of tip extending 2mm proximally. It was not possible to load 0.014 guidewire due to the inner wire lumen damage. The balloon was inflated to rated burst pressure of 16 atmospheres without issue and was held at this pressure for 30 seconds without a decrease in pressure. A vacuum was then pulled, and the balloon deflated in four seconds. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon would not fully deflate. When implanting the 5.00mm x 12mm synergy drug-eluting stent in the right coronary artery (rca) of the patient it was noticed that the balloon did not fully deflate after the stent was deployed. The physician was able to retrieve the guide catheter and balloon partially inflated. The procedure was completed with this device without further issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon would not fully deflate. When implanting the 5.00mm x 12mm synergy drug-eluting stent in the right coronary artery (rca) of the patient it was noticed that the balloon did not fully deflate after the stent was deployed. The physician was able to retrieve the guide catheter and balloon partially inflated. The procedure was completed with this device without further issue or patient injury.